Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the user turned on the subject device, then after a few seconds the subject device was turned off its own. The user replaced the subject device to another device. Olympus europa (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the electrical circuit board had failure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the failure of the main circuit board due to aging deterioration because six years and nine months have been passed since manufacturing. If additional information becomes available, this report will be supplemented.